Manufacturer narrative:
Product event summary : the full lead was returned in segments and analyzed; analysis revealed a flex fracture of the distal conductor.

Event description:
It was reported that the patient experienced inappropriate shocks due to the right ventricular lead having "parasite potentials" (artifact), which indicated electrode damage. The sensing integrity counter was elevated and non-sustained tachycardia episodes were noted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).